Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision in the right eye four days post lasik. The topical steroid dosage was increased and a flap lift and rinse was performed. The patient was seen in follow up one month later but symptoms had not resolved. The patient was referred to another doctor and put on topical fortified antibiotics and antivirals. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. With limited information the root cause could not be determined conclusively. (B)(4).